Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection occurred that required repair with an unplanned stent. Two target lesions were located in the distal superficial femoral artery (sfa). The physician accessed the lesions through the common femoral artery (cfa). A dissection was noted before atherectomy, but the intervention continued. The physician treated the first lesion using a csi orbital atherectomy device (oad) and completed one run at low speed, one run at medium speed and one run at high speed for twenty-five seconds each run with rest times in between. The physician treated the second lesion with one run at low speed and one run at medium speed. During the next attempt to use the oad at high speed, the physician noted that it seemed stuck. The physician attempted to spin the oad out of the lesion without success. The physician then attempted to place a balloon along the crown to release it without success. The physician placed a 7fr introducer over the oad, engaging the crown with the end of the introducer sheath and successfully freed the device. Upon removal, the physician noted tissue on the driveshaft and crown. The dissection was resolved by placing a stent. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the oad was returned with the original introducer sheath and guidewire engaged in the device. The initial visual and tactile examination revealed that the crown was engaged in the distal end of the returned introducer sheath. The distal end of the introducer sheath was prolapsed and appeared to have made contact with the crown; however, no rotational damage was observed on the distal end of the introducer sheath. Further examination revealed that the driveshaft filars were stretched and deformed in several areas. The crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft, engaged guidewire and the crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. Examination of the exposed sections of the guidewire revealed several kinks and bends. The guidewire was removed from the driveshaft with significant resistance. The spring tip and distal solder bond remained intact and undamaged. The damaged driveshaft was removed to allow for functional testing. An in-house 0.014" test wire was loaded through the device. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation the root cause of the reported event could not be conclusively determined. Analysis revealed adhered biological material on the driveshaft crown and engaged guidewire. It should be noted that the additional case details state, "physician had been aware that there was a dissection present in the patient before spinning with the csi oad. Was able to pull the device out, but had tissue on it." Using the device in an area of a known dissection is contraindicated in the instructions for use (IFU). The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).